Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the sealing was partial. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, when sealing the gastric vessels, activation and end tone were heard but sealing was in adequate/partial. There was no re-grasp alert or other error that occurred. Activation of the clamp was performed, completing the seal and cutting immediately after noticing the completion of the ls10 equipment. Two good seals were completed before the problem occurred, and the tissue bundle was thin. Bleeding from the tissue was observed directly from the ligasure seal but blood transfusion was not necessary. No medical/surgical intervention or reoperation was done to patient to stop the bleeding, and the patient was not on any medications (any meds that can affect blood clotting or may contribute to bleeding). No cleaning of the jaws was performed. Another ligasures were used with the same generators and it worked fine.

Manufacturer narrative:
D10 concomitant products: lf1837, blunt tip sealer divider lf1837, (lot #32750204x) vlls10gen, vlls10gen ls series vessel sealing gen, (sn: unknown) vlls10gen, vlls10gen ls series vessel sealing gen, (sn: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.